Event description:
The manufacturer received a report that a trilogy 100 ventilator was returned for recertification. No patient harm or injury was reported. The device did not meet the acceptance criteria of the evaluation process due to missing/displaced rubber feet, device exterior damage, gap between enclosures, and the handle was cracked. The device was evaluated at the manufacturer's service center. During the initial evaluation, the blower assembly, overhead blower filter, and inlet filter were replaced, and the outer enclosure was cleaned. The device error logs were successfully downloaded and reviewed in their entirety. No critical errors were identified. The rubber feet and handle were replaced. The gap between the enclosures was reseated. During functional testing, the device was returned to the technician for additional evaluation due to a failed repair test. Review of the test step document showed failure of the nurse call on test. The manufacturer's investigation is ongoing. If any additional information is received, a follow-up report will be filed.